Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb universal driver failed to stay locked when the safety latch was centered to lock out the reverse trigger. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb universal driver failed to stay locked when the safety latch was centered to lock out the reverse trigger. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event was confirmed. The repair technician found the reverse trigger shaft to be worn.